Manufacturer narrative:
1. Customer tested negative using ihealth covid test then tested positive an hour later at hospital. 2. Type of test taken at hospital was not specified. 3. Lot number of test kits was not provided,manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: customer tested negative using ihealth covid test then tested positive an hour later at hospital.